Manufacturer narrative:
Because all 14 closure tops replaced were reported it is not known which lot numbers were those reported to have backed out of the pedicle screws. Closure top lot numbers reported were 79kk - 8ea, 78bg - 5ea, 79km - 1ea.

Event description:
Same case as: 2184052-2014-00003, 2184052-2014-00006, 2184052-2014-00008, 2184052-2014-00002, 2184052-2014-00007, 2184052-2014-00004. It was reported the closure tops backed out of the pedicle screws post-operatively. During the index surgery to treat scoliosis, a sequoia construct was implanted from t11 to s1. Approximately one month later it was discovered that the seven closure tops at t11, t12, l1 and the right side of l2 had backed out of the pedicle screws. During revision surgery 14 closure tops were replaced.